Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During procedure for total knee replacement, the trials were placed following the cuts. The surgeon said the knee seemed tight and had some difficulty inserting the trial insert. During extraction of the trial insert, the surgeon thought the trials and shim had separated. Post-op films show an object in posterior compartment.

Manufacturer narrative:
Examination of the returned instrument confirmed one of the bal seal components is missing. Review of the supplied x-rays revealed the balseal to remain in the patient. The root cause is attributed to surgeon technique. CAPA-(B)(4) has been initiated to conduct field training. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.